Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. Evacuation of hematoma was done. Additional information was received indicating that this ICD was part of a system revision due to infection with systemic sepsis. Further, this ICD was explanted. No additional adverse patient effects were reported.